Event description:
It was reported that the patient had experienced a fall and was experiencing ineffective therapy. Upon further investigation the patient's lead had migrated. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating migration was confirmed via x-ray and that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced and the lead was repositioned to address the issue, effective stimulation was restored.